Event description:
It was reported that this left ventricular (lv) lead exhibited premature ventricular contraction (pvc) that inhibited pacing. Technical services (ts) was consulted and explained it looked like intrinsic conduction and recommended reprogramming changes. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited premature ventricular contraction (pvc) that inhibited pacing. Technical services (ts) was consulted and explained it looked like intrinsic conduction and recommended reprogramming changes. The lead remains in service. No adverse patient effects were reported.